Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittently the pump battery became warm to the touch as it was charging. There was no adverse impact to customer's blood glucose. Customer continued to use pump for insulin therapy.